Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The cartridge was reloaded resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.